Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath ,lot# /serial#: unknown, product type :catheter . Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving therapy via an implantable infusion pump. It was reported that the hcp did not think that the pump was working and that the catheter may not be connected.